Event description:
A doctor alleged that two (2) crowns in two (2) patients, placed with maxcem elite clear, had to be re-cemented due to the product not setting up. This MDR is the first of two (2) reports.

Manufacturer narrative:
The doctor alleged that the patient's restoration debonded approximately one (1) month ago; however, further details surrounding the incident and patient specifics with regard to gender and age, were not provided by the doctor. To date, the patient is doing fine; the crown was re-cemented with a different product, without further incident. It was reported that the doctor did not use the included automix tips to dispense the product as instructed in the 'directions for use'; he prefers to hand mix the components. When requested to use the mixing tip to dispense the product during a trial run; the doctor reported that the product did set. The returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicated that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.